Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump led the customer to go through the load sequence multiple times after the fill tubing process. Tandem technical support could not find any alarms or alerts in the pump logs. While troubleshooting with tandem technical support, the customer was able to successfully complete the load process. Customer's blood glucose was 148 mg/dl.